Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "frozen touchscreen" (no display or display failure). A customer reported, the touchscreen froze as the case was ending. The system was rebooted and worked fine for the remaining cases. There was no patient impact reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. A review of complaints and service request for the last 24 months did indicate 2 additional, related reports for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).